Event description:
49 y/o female with history of coronary artery disease was scheduled for a percutaneous transluminal coronary angioplasty with possible stent placement. Pt tolerated the ptca with stent procedure well. After procedure the pt had brisk timi ill flow throughout the artery. At 1615 the pt was taken to the coronary care unit for recovery. At 2145, 4 hours and 45 minutes later pt began having a funny feeling in the chest. The blood pressure dropped, pt vomited. EKG's showed st elevation. At 2220 the pt had cardiac arrest. At 2240 the pt was returned to the procedure room for evaluation of ptca, stent and coronary statis. Pt again coded. The coronary arteriogram showed an occluded thrombus extension of thrombus into the left main with left main occlusion. Attempts were made to reopen occlusion. Attempts were made to reopen the area. An intra aortic balloon pump was placed, temporary pacer, multiple medications, without re-establishing cardiac activity. Pt was pronounced dead at 2315. No autopsy was performed. Stent was not retrieved. Physician noted cause of death was massive anterior mi. Second to subacute thrombosis of stent.